Event description:
Reportedly, the defibrillator would not complete charge to 360 joules. The defibrillator was recharged and successfully delivered energy to the pt without further incident. The pt was not resuscitated. The rptr indicated pt outcome was not affected by the reported discrepancy due to continued use of the device.